Manufacturer narrative:
Event date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A replacement was reported. The rep reported that there was decreased symptom improvement after a fall in the last year (in fall of 2019) however they could not get a replacement due to an unrelated surgery. It was noted that the diagnostics/troubleshooting performed were multiple office visits for reprogramming per the health care physician (hcp) however the ultimate actions and interventions taken to resolve the issue were that the lead and the ins were replaced. The rep reported that ¿yes,¿ the issue had been resolved at the time of the report and that the product had been discarded as the hcp had stated that it didn¿t need to be sent back. The rep noted that the health care physician (hcp) had no further information for the manufacturer company. There were no further complications reported.